Event description:
Pinnacle flx study. It was reported that a peri device leak occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device was successfully implanted in the laa of the patient. There was a complete laa seal and the deployed device diameter was 26mm. The patient was discharged the next day on aspirin and apixaban. The patient returned for their 45 day follow up transesophageal echocardiogram (tee) which revealed no evidence of a peri device leak. On (B)(6) 2019 the patient had another tee performed. The tee images revealed that there was a leak around the device. The largest jet size was 6mm. There was no thrombus and no pericardial effusion observed. No action was taken. At the time of reporting, the event was still ongoing. It was further reported that there was a complete laa seal noted post implantation of the study device and during 45 day follow upon (B)(6) 2018, there was 4mm residual jet noted around the study device. On (B)(6) 2019 the patient was hospitalized and a coil procedure was performed and the event was considered resolved. During the hospitalization, the patient was on clopidogrel. On (B)(6) 2019 the patient was discharged on clopidogrel.

Event description:
Pinnacle flx study. It was reported that a peri device leak occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device was successfully implanted in the laa of the patient. There was a complete laa seal and the deployed device diameter was 26mm. The patient was discharged the next day on aspirin and apixaban. The patient returned for their 45 day follow up transesophageal echocardiogram (tee) which revealed no evidence of a peri device leak. On (B)(6) 2019 the patient had another tee performed. The tee images revealed that there was a leak around the device. The largest jet size was 6mm. There was no thrombus and no pericardial effusion observed. No action was taken. At the time of reporting, the event was still ongoing. It was further reported that there was a complete laa seal noted post implantation of the study device and during 45 day follow upon (B)(6) 2018, there was 4mm residual jet noted around the study device.

Event description:
(B)(6) study: it was reported that a peri device leak occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 31 mm watchman flx laa closure device was successfully implanted in the laa of the patient. There was a complete laa seal and the deployed device diameter was 26 mm. The patient was discharged the next day on aspirin and apixaban. The patient returned for their 45 day follow up transesophageal echocardiogram (tee) which revealed no evidence of a peri device leak. On (B)(6) 2019 the patient had another tee performed. The tee images revealed that there was a leak around the device. The largest jet size was 6 mm. There was no thrombus and no pericardial effusion observed. No action was taken. At the time of reporting, the event was still ongoing.